Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "unilateral left side flipped and rupture." Device has been explanted.

Event description:
Healthcare professional reported left side "unilateral left side flipped and rupture." Device has been explanted.

Event description:
Healthcare professional reported left side "unilateral left side flipped and rupture", "crease/folding of implant". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. - no openings or issues related to rupture device were observed. - no observed crease fold.